Event description:
Customer's family or friend reported the customer was feeling a little ill so he went to the doctors office. Customer didn't go to the hospital due to high or low blood glucose he just wanted to make sure the insulin pump was working properly. Paramedics were called as customer was feeling ill and throwing up. Customer's blood glucose was 215 mg/dl. Customer is waiting to being seen settings were correct. Rf pic failed self-test alarm that occurred in (B)(6) was noted on the device alarm history file. The device is not returning for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.